Event description:
It was reported that patient presented to clinic for a follow up. The atrial lead exhibited oversensing noise with inappropriate ams. The noise was reproducible with isometric exercises during this follow up. The lead will continue to be monitored. The patient was stable.